Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 codes: health effect - clinical code: e0122 (movement disorder).

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On (B)(6) 2024 , the patient reported that they experienced a sensor failure which occurred the same day the sensor had been inserted in the abdomen. On (B)(6) 2024 , the patient was not feeling good, every muscle in his body was aching and he was unable to move. In the morning the patient took a bg reading which was 240 mgdl. The patient called 911, there were no cgm readings as the sensor failed. The sensor failed at 12:00 am and the patient went to the hospital at 4:00 pm. At the hospital the patient was diagnosed with diabetic ketoacidosis (dka) and the bg reading was over 400 mgdl. The patient was admitted to the intensive care unit (ICU) and treated there with intravenous (IV) insulin. The patient was discharged the next day, (B)(6) 2024 . At the time of the report the patient was doing good. No other details were documented. Data investigation confirmed a sensor failure as a sensor failure after warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.